Event description:
It was reported that within minutes of a confirmed pump reservoir fill the patient reported feeling diaphoretic, tachycardic - almost like a "vagal response". The patient was a long term pump patient and had come in for a re-fill. The medications were dilaudid and bupivacaine, concentration unknown. The pump was emptied. A second refill was completed the next day without incident. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).